Event description:
It was reported that the insulin pump had an error alarm during the manual prime and insulin was squirting out. Customer stated that when priming the insulin pump does not stop and register the reservoir. Customer mentioned that the drive support cap had a hole and was sticking out. No further information reported.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.